Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer occasionally failed to function following windows update reboots or generator tests. The device typically recovered with a power dissipating reboot, suggesting the issue was not consistently hardware related. A field service engineer inspected the affected drawers and medications, verified that the cabling from main to auxiliary was secure, and replaced the drawer control board at the annexed location. The system functioned as intended after the field service engineer repaired the device. E1.initial reporter facility name - (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary half-height cubie drawer was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.